Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service technician performed a checkout of the equipment, and the reported complaint was confirmed. The air flow control valve and oxygen flow control valve were reseated, and a vent engine debris clean-out was performed. The unit was returned to service.

Event description:
The hospital reported that, during preoperative testing, the unit was not able to ventilate properly in any mode. There was no report of patient involvement.